Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
The ge service rep repaired the c-arm covers and verified the unit is imaging within specifications. The unit is operating as intended.